Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to third party service center. The service center reports the unit's power cord is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was found on metallic surfaces. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.